Manufacturer narrative:
Device was used for treatment, not diagnosis. The device is an instrument; cannot be implanted or explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that: all relevant features above are according to the specification. The functionality has been tested and meets the specifications. No misalignment of the aiming arm has been found as described in the complaint description. The drill bits 03.019.016 and 03.010.060 has not been inspected, these parts were not produced in (B)(4). Additional cmm inspections, measuring of 03.019.006 with cmm (coordinate measuring machine); comparison of manufacturing measuring data (cmm program se_365174_ad) and complaint measuring data (cmm program se_365174_af). Slightly deformation of nail interface (approximately 0.05mm, the deformation is not big enough to have an impact on the functionality of the system. Therefore, the functional gages do not detect any deviation. Only high force can lead to a deformation of the aiming arm 03.019.006, which could not happen during normal use of the system. Measuring of 03.019.008 with cmm (coordinate measuring machine); in accordance to the complaint measuring data protocol, no deviation has been detected and values meet specification. A product development investigation was performed, and the investigation of the complaint articles has shown that the interferences between nail and drill occurred most probably because of a combination of different influencing factors: excessive tightening of the connection screw, using the trocar to create a starting point for drilling, other forces (i.e. Small incisions) on the entire construct/ assembly. All these factors are described in the current surgical technique (036.001.247). Therefore, the complaint is deemed ¿invalid.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during distal drilling, interference with the nail occurred, so drilling was done using k-wire which was thinner than drill diameter. But out of bound of the distal locking screw was found by the final image check. The surgeon tried to re-insert the screw, but could't. The fixation was completed with only one screw for distal locking. In several checks before implantation, interference occurred sporadically for both proximal and distal locking. Eventually the screw couldn't get inserted because the screw hole was not created accurately due to the interference between drill and nail. The same interference trouble was observed repeatedly. Also, taking into account of the several changes in the diameter of this aiming arm's hole, we suspect that accuracy or design of the aiming arm may have to do with interference issues. This is report 5 of 9 for complaint (B)(4).